Event description:
It was reported the patients ipg became inoperable following an unrelated procedure wherein the ipg was not set to surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.